Manufacturer narrative:
Per (B)(4). Additional information, including device details, date of primary surgery, post primary and pre revision x-rays, operative notes, patient medical history, an update on the patient and return fo the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision of the ecima liner, ceramic head and screws due to multiple dislocations. The date of primary surgery has not been provided and thus it is unknown how long these devices were in situ.

Manufacturer narrative:
Per -(B)(4) final report additioal information, including device details, date of primary surgery, post primary and pre revision x-rays, operative notes, patient medical history, patient activity level and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was very limited. The appropriate device details have not been provided and thus the relevant device manufacturing records could not be identified or reviewed. Based on the lack of information available for this event, an investigation cannot be conducted and the root cause of the reported dislocations has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further invetsigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner, ceramic head and screws due to multiple dislocations. The date of primary surgery has not been provided and thus it is unknown how long these devices were in situ.